Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was concern about the integrity of the patient's system after they had a fall. No further complications were reported as a result of this event.